Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05548. It was reported (B)(6) the patient experienced loss of stimulation. Diagnostic system testing indicated high impedances on multiple contacts. Reprogramming was unable to resolve the issue. The physician suspected a broken anchor upon reviewing x-rays. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the lead and anchor were explanted and replaced. Effective stimulation was re-established after the procedure.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05548.